Manufacturer narrative:
The reported header anomaly was confirmed in the laboratory. Upon receipt, the svc septum was separated from the header. Further examination noted the septum was not correctly adhered to the header. The cause of the field event was a manufacturing anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, dfts were unsuccessful. The device was removed from the pocket for lead repositioning. When reconnecting the lead to the device, the septa were not in place over the setscrews, but were laying on the sterile table where the device had been set down. It was noted that pressure was used on the setscrews which may have caused the septa to fall out. The device was replaced. Dft tests were successful with the new device and the procedure was completed without further incident. No patient symptoms were reported.